Manufacturer narrative:
Concomitant: product ID 3889-33, lot# va0gg9l, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that health care provider wanted to replace lead because she did not feel she could get enough therapeutic response to match peripheral nerve evaluation (pne). It was reported as normal elective replacement indicator (eri) . The lead was completely removed and sent to lab as gross as gross pathology, blew lead was placed on the left. There was no symptom reported regarding the event. Additional information came in 4 days later that the device had been turned off for a few months before the revision because the health care provider couldn¿t get symptom relief for the patient. It was later reported that manufacturer representative turned patient on after this surgery and she was feeling stimulation appropriately. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).